Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the elbow had a temperature reading of 104 degrees which exceeded the operational temperature specifications (103 degrees). It was further determined that the device failed operational specifications. During repair, it was observed that there was excessive lubrication on the bearings and the gears, causing the device to run hot. It was determined that the issue was consistent with mishandling. It was determined that the device showed signs that were indicative of improper cleaning which is failure to follow the directions for use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was heating up. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.